Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the tube clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse in the CT room reported that no tube clamp was found when the product was used for patients

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the tube clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse in the CT room reported that no tube clamp was found when the product was used for patients.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.